Event description:
Consumer reports that a flame came out of the side of the brush while her daughter was using the brush. This is being reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
.